Event description:
The reporter indicated that a vns pt experienced several seizures during his surgical consult for generator revision and was rushed to the hospital. The next day, the pt underwent generator revision surgery during which pre-op diagnostics were reportedly within normal limits. Device diagnostics performed with the pt's new generator reportedly resulted in a high impedance warning and upon inspecting, the pt's lead, the surgeon reportedly identified that "one of the leads had broken internally. There was fluid within the insulation." The pt underwent a full revision surgery and the explanted device was returned to the MFR where it is currently awaiting analysis. Good faith attempts for additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred.